Manufacturer narrative:
A review of the manufacturing records for the devices are going to be conducted. The evaluation is in process. Further information will be provided. Also was involved tgu343415j/18420055 UDI# (B)(4). The code 3191 was used to cover a type iii endoleak. Due to the information provided that the exact date of the endoleak is unknown, but the endoleak was seen one week after procedure, the date of the event will be used as (B)(6) 2020.

Event description:
On (B)(6) 2020, the patient underwent endovascular procedure using gore® tag® conformable thoracic stent graft with active control system and gore® tag® conformable thoracic stent graft to treat a chronic type b aortic dissection. Tgmr373710j/ 21193507 was the most proximal device, and tgu343415j/ 18420055 was the most distal device. After all devices deployment, it was noted that the expansion in distal part of tgmr373710j/ 21193507 was insufficient. Therefore, additional ballooning was performed. No endoleak was observed. The patient tolerated the procedure. On an unknown date in (B)(6) 2020, one week after, a type iii endoleak from the junction was revealed. On (B)(6), 2020, the patient underwent the re-intervention procedure. The additional stent graft was deployed in the junction to bridge the devices. The physician stated as follows. An overlap length of two devices was about 5 cm. The cause of endoleak might be insufficient expansion in distal part of tgmr373710j/ 21193507.

Manufacturer narrative:
Additional information: b5: event description.

Event description:
After all devices deployment, was noted that the expansion in distal part of tgmr373710j / 21193507 was insufficient. The distal portion of the device was deployed in a place where the blood vessels were tapered. Therefore, the insufficient expansion of the device has been resolved by the ballooning. There was no device defect noticed. No endoleak was observed. The patient tolerated the procedure.

Manufacturer narrative:
Additional information: h6: method, result and conclusion codes. H.6. Code 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), if overlapping devices of the same diameter, overlap by at least 5 cm. Use of multiple devices with different diameters requires a treatment length of more or equal 13 cm. Additionally, the IFU states: complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak and reoperation.